Event description:
Customer reports that the pt with ventriculoperitoneal shunt failure was undergoing revision of left frontal ventriculoperitoneal shunt and replacement with a codman 70 mm valve. After shunt placed, it was noted that when the peritoneal end of the catheter was lifted, a backward flow was noted. Since this should not be possible with working valve, the decision was made to replace the valve. Pt tolerated the procedure.

Manufacturer narrative:
Codman has received the valve for investigation. Upon completion of the investigation a follow up report will be filed.